Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s current blood glucose level was 495 mg/dl. Customer took some 20 units lancets and a shot of humalog 15 units and took another 15 units shot of humalog. Customer woke up this morning to give herself bolus for breakfast and she noticed the pump is shut off and she changed the battery twice and still doesn't work. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, basic occlusion test, prime/compromised force sensor system test, occlusion test, excessive no delivery test and displacement test. Unit was monitored for 24 hrs and unexpected display anomalies including blank display anomaly was noted. No damage on the connector/lcd isolation tape noted. Unit was received with partially broken reservoir tube lip. Unit was received with cracked case at display window corners, display window and battery tube threads. Unit was received with minor scratched display window and case. Unit was received with missing end cap sticker.